Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product will not be returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a surgery took place in which the extended tabs did not function as intended during implantation which led to a significant delay in surgery. Surgery took place (B)(6) 2018. (Related to 3004774118-2018-00069).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the subject device was retained by the hospital, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That a surgery took place in which the extended tabs broke intra-operatively causing a significant delay in surgery. Surgery took place (B)(6) 2018. (Related to 3004774118-2018-00069).